Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that during a urological stone lithotripsy procedure, there was a fiber tip break, rendering the single use fiber unusable. The fiber did not detach but had visible fractures. The use of that fiber was immediately discontinued, and a new fiber was used. The procedure was completed using the second fiber without patient complications. This caused a delay in surgical procedure.

Event description:
It was reported that during a urological stone lithotripsy procedure, there was a fiber tip break, rendering the single use fiber unusable. The use of that fiber was immediately discontinued, and a new fiber was used. This caused a delay in surgical procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.